Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was leakage seen in one (1) device. No patient impact reported.

Event description:
The nurse was performing a venous blood collection on a patient when the blood collector leaked blood. After careful examination by the nurse, it is confirmed that the problem is with this blood collector.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 9617032-2024-00636 was sent in error. This event was already reported under MFR report # 9617032-2024-00595. Therefore, this report was a duplicate.